Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 555 mg/dl. Troubleshooting was not performed for the high blood glucose level. The customer stated that the tubing of her insulin pump snapped off where it connects and the tubing became detached. The customer reported that the infusion set tubing came apart. Troubleshooting was performed for the tubing issue. The infusion set will be returned for analysis. However, the insulin pump will not be returned for analysis.